Event description:
On 2/16: customer reports the suite did not have fluoro capability. No injury reported.

Manufacturer narrative:
Technical support advised biomed tech to use service application with password. This brought the unit up to clinical application mode. System is working properly per customer. Technical support called back to follow up with biomed. Unit continues to operate without problems.